Manufacturer narrative:
Citation: furuta a. Prognostic value of new onset atrial fibrillation after transcatheter aortic valve implantation: a france 2 registry substudy. Int j cardiol. 2016 may 1;210:72-9.doi: 10.1016/j.ijcard.2016.02.073. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding prognostic value of new onset atrial fibrillation after transcatheter aortic valve implantation: a (B)(6) study. All data were collected from multiple centers starting in 2010. The study population included 1959 patients (predominantly female; mean age 83 years), 605 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients in-hospital, 30-day and 1 year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: myocardial infarction (mi), stroke, life threatening bleeding, major vascular complications, new onset atrial fibrillation, permanent pacemaker, second valve implantation, moderate aortic regurgitation (ar), moderate mitral regurgitation, surgical intervention, occlusion, and surgical aortic valve replacement. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or products were reported.